Event description:
It was reported that insulin gauge displayed a lower amount than expected, as pump showed approximately 60 units while caller expected around 200 units, indicating a fill estimate concern. There was no reported impact to the customer¿s blood glucose level. Customer was educated that any positive value was considered accurate, disconnected from infusion site, delivered a 10.2 unit bolus to update insulin estimate to about 40 units, confirmed proper cartridge handling steps, declined to load new cartridge, and chose to continue using current cartridge with plan to follow up if needed.